Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). The technician in charge replaced the motor control board and the motor end stage board. The issue was solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. Most likely circuit boards defects or connection issues led to the reported error. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that a s5 roller pump was giving a motor control error during maintenance. Reportedly, the user did not experience this failure before. There was no patient involvement.

Manufacturer narrative:
H10: a review of the DHR could not identify any deviations or nonconformities relevant to the issue. The two boards were returned for a further inspection, which revealed visible dust/particulate on the cooling fan of the motor control board. It cannot be ruled out that dust accumulation on the fan may have led to overheating of the board causing the reported event.

Event description:
See initial report.